Event description:
It was reported the patient never had therapeutic effect. A catheter revision was performed on (B)(6) 2012. It was thought that the pump seemed to be occluded as the patient received no therapeutic benefit after the revision was done. The actual residual volume (arv) 38ml was greater than the expected residual volume (erv) 10ml. The full volume was found in the pump after a month. There were no alarms or stalls noted in the logs. Another catheter revision was performed. There were no obvious occlusions at the revision. The catheter access port (cap) test showed no flow from the catheter. The catheter was disconnected and they attempted to flush the cap. It was slow and there was some resistance to push saline through. Then all of a sudden it opened and saline was moving freely through the cap. The pump was emptied and the volume discrepancy was noted. The pump and catheter were replaced. After removal, a side access injection was done and it seemed the port was clogged. The catheter was patent after it was disconnected from the pump. The reason for catheter removal was noted as "possible damage", couldn't aspirate. There was no patient injury and the patient recovered without sequela. The pump was currently delivering gablofen. Previously the pump delivered compounded baclofen.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter: product ID 8709sc, serial# (B)(4), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed no significant anomaly.